Manufacturer narrative:
1. DHR/bhr review(lot#5018503): 1)the products of this batch were assembled at intima ii auto line 2 in feb 2025, and packaged at r240 package line in feb 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. 3. The customer returned 1 video but did not provide a defective sample. The video shows redness and swelling at the patient's puncture site. 4. Sterility testing was conducted on the retained samples from the batch. No abnormalities were found after culturing according to the standard procedure. 5. According to ma feedback, there are many factors that cause redness, swelling, pain, and high temperature at the insertion site. Possible related factors include: 1)repeated infusion in a vein, causing pathological changes such as damage hyperplasia, hypertrophy in the vascular wall. 2)the blood vessel punctured during puncture is not found in time, resulting in drug leakage or small hematoma. 3)lax disinfection during operation causes infection. 4)some drugs may cause allergic reactions. 5)excessively high drug concentrations, too low a temperature, too fast a drip rate, or a change in the plasma ph by the drug. 6)the physical reasons of the patient itself. Conclusion(s): due to there is no abnormality in the production process, no material or process changes; the sterilization process is normal, and the products meet the requirement of bi sterility test before release; the complained sample does not involve functional issues such as piercing force, so it cannot be confirmed that this complaint is related to product quality.the factory will continue to monitor complaints related to this type of defect.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii intima-ii y 24gax0.75in prn ec slm npvc- phlebitis. One day after discharge, they developed severe phlebitis and were readmitted for 10 days. They have now been discharged.